Manufacturer narrative:
(B)(4). D10: cat# 00875705601 lot# 62467188 56mm o.d. Size kk porous uncemented with cluster holes shell use with kk liners. Cat# 00771101300 lot# 62247006 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 standard offset. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. 5 years later, the patient's hip dislocated as he was getting out of his vehicle, causing pain. No problems were reported with the hip prior to this event, and the patient underwent a closed reduction in the ER. No other complications were reported following the reduction. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient approximately 5 years post-implantation, the patient¿s left hip dislocated while getting out of his vehicle and he fell. The patient was seen in the ER reporting severe pain and a closed reduction under sedation was successfully completed. Attempts have been made and no further information has been provided.